Event description:
Additionally, healthcare professional reported "particles in valve" and "plug strap separated". Device has been explanted.

Event description:
Device explanted.

Manufacturer narrative:
Additional data: b.5., d.1, d.4, d.7., h.3, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Additionally, healthcare professional reported "particles in valve". Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: crease flat, wear abrasion, and a fill channel crack . Leak test was performed and found an opening on the anterior side and an opening crack on diaphragm valve. A microscopic analysis was performed which identified an opening and a broken crack. Based on the device analysis the final assessment was a cracked opening on diaphragm valve due to cracked valve seat diaphragm valve, and a sharp broken edge in the diaphragm valve assessed as unidentified (tear) opening.